Event description:
The manufacturer's representative reported that the patient presented to the emergency room with overdose symptoms. No information was provided at the time of this report regarding specific symptoms. The patient was being treated with narcan and was responding to it. The paitent is reportedly "doing well in hospital."